Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Customer was not receiving an occlusion alarm at the time of the report. Customer's blood glucose level was impacted (400 mg/dl); however, at the time of the report, customer's blood glucose level was "fine". Reportedly, the customer typically used cartridges 3.5 days.